Event description:
Customer reported system is displaying precharge errors and filament regulator errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.